Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
It was reported that the patient's blood glucose reached 340mg/dl while wearing the pod on her arm for between 36 and 48 hours. It was also stated that pink slide was unable to be located on the pod, indicating the device did not deploy properly. Treatment included changing the pod. The patient's insulin-to-carbohydrate ratio had been changed on (B)(6) 2018.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted.